Event description:
It was reported that a patient underwent bariatric surgery on (B)(6) 2012 and suture was used. During the procedure, the needle pulled off the suture and fell into the abdominal cavity. The surgeon was unable to locate the needle. The surgeon opines that the needle remains inside the patient and that the needle will be encapsulated by the patient's body, and the patient will not have any problem related to it. No further intervention is planned.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Clamping marks were at the extremity of the needle. The event probably happened due to excessive force.